Event description:
In 11/04, the pt had contacted lifescan and reported that their one touch ultra kept displaying the error 3 message. Medical affairs specialist (mas) had called and left a message on the pt's answering machine one day later. A letter will be sent since there was no response back. During troubleshooting, it was verified that the pt's testing technique was correct and that the condition of the test strips was good. The pt was asked to retest and the error 3 message did not appear on the display. Therefore, the issue was resolved. The error 3 message on the one touch ultra meter indicates that the blood sample was applied before the prompt appears on the display. The pt had further stated that their meter was displaying the error 3 message at the time they were experiencing low blood glucose symptoms (dizzy and confused). They were not able to test on the meter and were taken to the hosp. The hosp meter result was 30 mg/dl, which reflects a serious injury. The pt was placed on IV glucose. Based on info provided, there is no indication that the product has malfunctioned. However, there was probably use error involved, which resulted in a serious injury. The event meets the criteria for a medical device reportable. This case is reported as an adverse event. A replacement meter and test strips were sent to the pt. A replacement meter and an instructional video were sent to the pt.